Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had no radio frequency (rf) telemetry, and as a result could not be interrogated. The patient was asymptomatic. The ICD was reprogrammed, and the patient was in stable condition.